Event description:
It was reported that that the patient was experiencing bilateral leg numbness. It was initially reported that an MRI was being done on (B)(6) 2012 to diagnose a possible "catheter tip compressing of the nerve". It was then later reported by the healthcare provider that the MRI was 'unremarkable' and a catheter dye study done on (B)(6) 2012 was also normal. The patient continued to experience bilateral numbness of the lower extremities and the cause was unknown to the reporter. The patient did not require hospitalization, nor was there any patient injury. The medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter.